Manufacturer narrative:
This report is submitted on 24 august 2020.

Event description:
Per the clinic, the patient underwent an MRI (tesla unknown); however, the clinician did not follow the manufacturer's instructions for use of MRI. Following MRI the patient experienced skin breakdown at implant site which was treated with topical antibiotics and extrusion of the internal magnet (date not reported). Revision surgery is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that the patient underwent skin flap revision surgery on 20 august 2020. The implanted device remains. This report is submitted on 30 september 2020.